Event description:
It was reported that during set up with a prismaflex tpe2000 set, an external fluid leak at the filter pressure pod was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set identified the membrane of filter pod was not properly wedged between the two housing parts of the pod. A hole in the membrane was also identified. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.